Event description:
The following article was reviewed: palmier, m., teniere, t., roussel, e., tortajada, p., pochulu, b. And plissonnier, d., 2023. Endovascular exclusion of concomitant aortic ruptures at the proximal and distal anchoring zones of a previous complex endovascular aortic repair. Journal of vascular and interventional radiology, 34(7), pp.1280-1282. Doi: 10.1016/j.jvir.2023.03.028. The patient underwent pancreaticoduodenectomy with celiac trunk resection for pancreatic adenocarcinoma. Three months later, she presented with aortic rupture at the level of the resected celiac trunk secondary to a biliopancreatic fistula. An emergent endovascular aortic repair was performed using a 23% calculated oversized gore® tag® conformable thoracic stent graft (tag device) with a chimney for the superior mesenteric artery and a periscope for the left renal artery (non-gore devices). Three months later, imaging showed concomitant contained aortic ruptures, one proximal and one distal to the tag device, and false aneurysms. Reportedly, the tag device had expanded to its nominal diameter, which was much larger than that of the native aorta. A reintervention was performed to protect proximal and distal aortic anchor zones with balloon-expandable stent grafts (non-gore devices). Chimney and periscope were extended, and a new longer aortic endograft was placed inside the tag device. The distal false aneurysm was filled with embolization coils. The final angiogram showed successful exclusion with preservation of visceral vessels. Reportedly, the patient developed severe sepsis after surgery, which deteriorated over a 2-week period and led to death.

Manufacturer narrative:
This complaint was initiated based on a literature article. Device information, imaging and details regarding patient condition were requested from the author in order to support the investigation. No additional information was provided by the author and the device remains implanted (according to the literature article). Therefore, the cause of the rupture could not be independently confirmed during the investigation.

Event description:
The following article was reviewed: palmier, m., teniere, t., roussel, e., tortajada, p., pochulu, b. And plissonnier, d., 2023. Endovascular exclusion of concomitant aortic ruptures at the proximal and distal anchoring zones of a previous complex endovascular aortic repair. Journal of vascular and interventional radiology, 34(7), pp.1280-1282. Doi: 10.1016/j.jvir.2023.03.028. It was reported that a patient presenting with pancreatic adenocarcinoma was treated with a pancreaticoduodenectomy using a gore ® tag ® conformable thoracic stent graft in a chimney configuration with a periscope advanta v12 balloon expandable covered stent graft. Three months following treatment, the patient presented with aortic ruptures proximal and distal to the treated area. The thoracic stent graft had also expanded to its nominal diameter, exceeding the native aorta diameter. The patient was treated with proximal and distal extension of the implanted devices with begraft peripheral plus stent graft grafts. The chimney and periscope grafts were also extended. The distal and false aneurysm were coil embolized. The final angiogram showed successful exclusion. Following the procedure, the patient developed sepsis and died two weeks later. No thoracic stent graft involvement is alleged.

Manufacturer narrative:
H3: the disposition of the implanted devices is unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.